Manufacturer narrative:
Additional information: it was later detailed that there was no damage evident to the balloon. The balloon was being used to post dilate a 2.25x29 non-medtronic stent. The stent was sufficiently expanded prior to attempting removal of the balloon. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. The stent was not deformed due to the difficulties experienced when removing the balloon. There was no damage noted to the guidewire on removal from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx balloon catheter that balloon removal difficulties occurred post inflation. It was also stated that the balloon was broken. The balloon was being used to post dilate a stent. The lesion being treated showed 90% stenosis in the mid-circumflex branch and distal occlusion. After a drug-eluting stent was placed, post-dilation was performed with the nc sprinter balloon inside the stent at 12 atm for 5 seconds. After dilation, during withdrawal, the balloon could not be retrieved. With the help of the guidewire and guide catheter, the balloon was successfully removed from the body. No patient complications were reported.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.